Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on that day at approx 11:00 am. He also mentioned that he felt "funny" like his blood glucose was low after the reported issue began (no specific symptoms provided). Before this, the pt had reportedly obtained a result of 183 mg/dl on the subject meter. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. However, it was discovered that the test strips had expired in approx two months earlier (user error). This complaint is being reported because the pt alleged that he experienced symptoms of low blood glucose after the reported issue began. He was using expired test strips (user error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.